Event description:
A caller reported an issue with the speaker and vibration functions of a pump, citing that the volume and vibration were too quiet. Support staff instructed the caller to navigate through pump settings to ensure sound and vibration were enabled and performed tests which showed that while the sound worked for alerts, the vibration did not. Consequently, the pump was replaced by technical support. There was no adverse impact to the customer¿s blood glucose level. The customer will continue using their current pump until the replacement with updated software arrives and has been provided with instructions for putting the defective pump into storage mode before returning it to tandem.